Event description:
--

Manufacturer narrative:
(B)(4). The ICD is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). At this time, there is no additional information available. Once any additional information does become available, this report will be updated.

Event description:
Additional information was reported that this ICD and the non boston scientific lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2014 after a 41 joule shock was attempted. The device battery status moved to end of life (eol) due to long charge times. The device had not reverted into safety mode. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Laboratory analysis was able to confirm that the device was damaged as a result of a shorted lead condition during shock delivery.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized after experiencing a ventricular fibrillation (vf) where the device did not deliver therapy. Interrogation of the ICD revealed that it was in safety mode and two codes were displayed: one indicated a shorted lead condition occurred during a shock delivery and the second one indicated a longer than expected charge time. The patient did not feel this event occurring. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. No additional adverse patient effects were reported. The right ventricular (rv) lead implanted with this ICD was a non-boston scientific product. The data was reviewed and a ts consultant confirmed that a shorted lead condition occurred during the delivery of a shock which subsequently activated the ICD's plasma fuse. This resulted in the device no longer being able to complete a charge and the device then entered safety mode. It was recommended that this ICD be immediately replaced as shock therapy is not available for this patient.